Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device was programmed to high output. The device remaining longevity went from two years to less than 0.5 years remaining longevity. Boston scientific technical services (ts) explained battery measurements and recommended follow up to evaluate remaining longevity. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicates that this pacemaker was explanted. No additional adverse patient effects were reported.